Event description:
During MFR review of a vns pt's programming history, it was identified that on (B)(6) 2008 that the parameters were default systems diagnostics setting (0ma/20hz/500pulsewidth/30 sec on/60 min off). The settings were corrected to 2ma/20hz/250pulsewidth/30 sec on/1.1 min off. It is suspected an interrupted systems diagnostics test occurred with a different vns programming system at the previous office visit on (B)(6) 2008.